Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2010; 4568 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was removed due to infection. It was noted that the patient had been scratching the incision from the implant procedure four months prior. The patient was treated with antibiotics and received a new system a few days later. No further patient complications have been reported as a result of this event.